Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5142341/5142451, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of drainage was noted. The physician confirmed that the infection was not procedure related however, it was unknown if it was device related and what caused it. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well.